Manufacturer narrative:
Concomitant product continued: 693565 lead, implanted: (B)(6) 2013; 5076-45 lead, implanted: (B)(6) 2010. Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery had early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.